Event description:
It was observed that the roller pump display of a heart lung console was not readable. There was not reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no concluded.